Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. Eval found the motor was seizing which is a known cause of system error 105. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt involvement.